Event description:
During a laparoscopic inguinal hernia repair, the endoanchor device deployed incorrectly shaped anchors reuslting in an inability to penetrate the mesh and tissue. They finished the case with another endoanchor device. There was no pt consequence.